Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. Patient result: 0.065 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was later issued. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. The assignable cause for events is unknown; however, pre-analytical sample processing could not be ruled out as a contributing factor. There was no indication the vitros instrument or reagent had contributed to the events.